Manufacturer narrative:
Cs100 upgraded to cs300. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported before use that the battery of cs300 intra-aortic balloon pump (iabp) was not holding charge. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1(initial reporter, event site telephone, event site email), g1(contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and replaced 12v batteries as required. All functional and safety test performed.